Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming. The device was reprogrammed. The patient was stable.

Event description:
Additional information was received indicating additional episodes of post paced t wave oversensing were observed following the reprogramming. Additional reprogramming was recommended but has not yet been performed.